Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced the floppy drive and technique processor. Software was reloaded and function restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy system boot up.